Manufacturer narrative:
He device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it is noted within the attachments that all the information that is available was provided. Smith and nephew has not received the adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all instruments be routinely inspected for wear and/or damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3

Event description:
It was reported that during surgery the tip of drill broke of during procedure and was retained in the tibial intramedullary canal. It is unknown if there was a surgical delay or backup device available.